Manufacturer narrative:
(B)(4). Mfg site name - freudenberg medical. According to the complainant, the suspect device is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
This report pertains to one of six devices used during the same procedure. Manufacturer report #3005099803-2018-01180 pertains to the first resolution 360 clip device, manufacturer report #3005099803-2018-01181 pertains to the second resolution 360 clip device, manufacturer report #3005099803-2018-01182 pertains to the third resolution 360 clip device, manufacturer report #3005099803-2018-01183 pertains to the fourth resolution 360 clip device, manufacturer report #3005099803-2018-01184 pertains to the fifth resolution 360 clip device, and manufacturer report #3005099803-2018-01185 pertains to the sixth resolution 360 clip device. It was reported to boston scientific corporation that six resolution 360 clip devices were used during a procedure performed on (B)(6) 2018. According to the complainant, during the procedure, the physician attempted to clip a tumor with exposed vessel; however, the clip arms snatched backwards and fell off into the patient in an open state. Reportedly, the clip that detached into the patient was left to pass naturally. The same issue happened on the other five resolution 360 clip devices. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.